Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that during a returned device service, it was noticed that the top case was cracked, the plunger case was cracked and a force sensor error occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.